Event description:
It was reported that a patient underwent a sling procedure (B)(6) 2008. The patient stated that after she would urinate, she would still feel like she had to urinate and sometimes had a burning sensation. The patient also stated that sex was uncomfortable.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-01384. The same patient is represented in each medwatch. This medwatch report is in response to receipt of (B)(4).